Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant and full arch were placed in ada site 24, a failure occurred upon insertion in type ii bone. The site was grafted. An implant was placed in another site. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that on the day the implant and full arch were placed in ada site 24, a failure occurred upon insertion in type ii bone. The site was grafted. An implant was placed in another site. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).